Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR being submitted for unknown number of quantities. It was reported that patient faced infusion set tubing hub was cracked and cut event on 17-nov-2024. The infusion set was in use for less than 10 minutes. The blood glucose level was 469 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available